Manufacturer narrative:
(B)(4).

Event description:
During preventive maintenance by a baxter service technician, a flo-gard infusion pump was found to have a f1 alarm. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was serviced on-site by a baxter field service technician, and the condition was confirmed. This is an ancillary service event. The cause was undetermined. No repairs were made to correct the reported condition. If any additional information is received, a follow up MDR will be sent. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.